Manufacturer narrative:
Continuation of d10: product ID: 978a128, lot# (B)(4), implanted: (B)(6) 2020, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 19-feb-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp (healthcare professional) via the manufacturer's representative (rep): the revision was scheduled for (B)(6). The device is currently still implanted and has been turned off.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the entire lead was removed.

Manufacturer narrative:
Continuation of d10: product ID: 978a128, lot#: va27gxf, implanted: on (B)(6) 2020, explanted: on (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d10: product ID: 978a128; lot#serial#: (B)(6); implanted: on (B)(6) 2020; explanted: on (B)(6) 2021; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot#: (B)(6), ubd: 19-feb-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from hcp (healthcare professional) via the manufacturer's representative (rep) who stated the revision took place successfully on (B)(6) as planned, complete new system was implanted to resolve issues. It appeared the lead had fractured, so ins and lead were both replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 978a128, lot#: va27gxf, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 19-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received march 22 from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient went in 2 weeks ago because they had trouble with the charger and with settings. Patient encountered max settings and the manufacturer's representative (rep) addressed the issue and was able to raise amplitude up across all programs and changed patient to program 1. Patient has been having problems with loss of therapeutic effect at night and cannot increase amplitude beyond 0.3 because it says it is at max. The caller already contacted the physicians office and was not willing to wait 3 weeks for patient to be seen for this issue so email notification sent to the rep. On 2021-apr-14 additional information was received from the manufacturer's representative (rep) who stated 2 months ago the amp limit setting was adjusted. The cause of the max settings determined was due to use error by another rep who inadvertently made the wrong changes to the settings. The rep met the patient in the office and changed the amp limit to the correct settings to resolve the issue and the patient's symptoms improved greatly. Later in the day the rep spoke to the clinician, patient and their daughter over the phone again. The amp limit was back on for some reason. The rep went through the appropriate steps to resolve the issue again, resetting the limits to 8.5 on multiple programs but it would not allow them to go over 0.3v. Rep had the clinician run impedances only to find that all pairing are +4000ohms. This did not happen a few weeks ago when they were seen in the clinic in person. On april 27 the rep reported the troubleshooting that was done: they increased amplitude and pulse width which did not resolve the issue. The patient had an x-ray which showed clearly the lead was fractured and will need revision. The cause of the amp limit back on now was determined to be due to the fractured lead.